Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor, on day of insertion. The customer subsequently became unresponsive, and emergency services were called. The customer was reportedly unable to self-treat, and was treated with food and juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor plug was seated properly in the mount. No failure modes were observed on the sensor plug assembly during visual inspection. A sim-vivo test was performed, and all results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor, on day of insertion. The customer subsequently became unresponsive, and emergency services were called. The customer was reportedly unable to self-treat, and was treated with food and juice. There was no report of death or permanent injury associated with this event.